Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on hp's homechoice machine during drain 1/5 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the transfer set from the pt line of the homechoice set during therapy without properly pausing treatment. When hp returned, the homechoice machine was alarming. In response to the alarm, hp connected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.